Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced persistent hyperglycemia after self-initiating ilet prior to training and using the infusion set incorrectly, including not engaging the insertion spring and attempting manual insertion, which likely resulted in a failed infusion site and ineffective insulin delivery. Symptoms included elevated blood glucose readings in the 400¿500 mg/dl range for several days without reported acute complications. Outcomes included no hospitalization, no ketone testing, and no use of back-up therapy until formal training, after which the issue resolved with proper use. Investigation included review of patient and clinician reports and user troubleshooting and education. Investigation of this case revealed user-related insertion error with no confirmed device or component malfunction. It was concluded that the event was related to use error and improper infusion set insertion technique, and the device functioned as designed when used correctly. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.